Manufacturer narrative:
The technician replaced the hydraulic valve and cardio pulmonary resuscitation valve to resolve the issue.

Event description:
The account alleged that the head section is drifting down slowly. No pt impact.